Event description:
It was reported that the customer was hospitalized with an elevated blood glucose level in the 900s mg/dl and potential dka. Cause of elevated bg was not known. Multiple follow attempts were made by tandem customer technical support (cts) to acquire information on the hospitalization; however, no response was received.